Event description:
It was reported the patient experienced a loss of therapeutic effect following exposure to a theft detector at a security gate. It was stated the patient also had to wear a "security bracelet" that may have been magnetic. It was stated the patient could not feel stimulation when they turned up the voltage with their patient programmer. The patient was referred to their health care provider. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).